Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator's stand was having stability issues. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the feet were no longer stable. It was specified that the screws were bent, and the cover on the bottom was not stable; it was also noted that the hole was getting bigger and not holding the screws. The investigation is ongoing

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.